Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio replaced the system and power pcb assemblies as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that following the transmission of a patient ECG reading, their device lost power. The device lost power twice. There was no report of patient use associated with the reported issue.